Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the pump did not detect the cartridge. The reporter stated that when the ok keypad button was pressed during the load step, the pump pushed out all of the insulin. It was noted that the reporter tried to replace the battery and then rebooted the pump and the issue continued to occur. There was reportedly several attempts made to perform the load step and the issue did not resolve itself. There was no reported adverse event associated with this complaint. This complaint is being reported due to the patient stating that the pump continued to push out insulin during the load step.

Manufacturer narrative:
(B)(4): the pump was returned with no damage. The black box download history verified five no cartridge detected warnings had occurred on (B)(4) 2012. Evaluation revealed that during the load step, the piston was unable to detect the cartridge force and continued to force out all fluid, duplicating the no cartridge detected warning. A force sensor calibration test confirmed the sensor is unable to detect force. The pump cover was removed to investigate and the force sensor flex pin was found to have fractured solder joint. (B)(4).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.